Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager hasp had detached from the refrigerator. The field service engineer replaced the hasp and adjusted it to align with the housing to address the problem. The system functioned as intended after the field service engineer troubleshot the device. Serial number, UDI number and manufacturer date were blank due to proper location was not mentioned.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the remote manager associated with it was damaged. The customer reported that due to this malfunction there was delay in the dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.